Event description:
It was reported that the pump battery was not holding its charge well, leading to potential unexpected pump shutdowns and interruptions in insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer declined further assistance, inquiry, troubleshooting, or follow-up, and no further action was required by technical support.